Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10july2019. The field service engineer (fse) ran real time clock and system calibration .ran performance verification ,all testing passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the customer reported that the unit failed pm pressure out of spec. The issue was found during preventative maintenance therefore no patient risk.